Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported problem was able to be confirmed using logs. Upon visual inspection there were no issues found that would be related to the reported event. The erbe was tested using system, the unit energized and cauterized all ports and instruments without issue. Erbe log error, m-11 (B)(6) 2025 01:11am and m-18 (B)(6) 2025 02:22am. As a result of these findings, the root cause of the reported event could not be determined, the unit is an OEM product and cannot be opened on site for further investigation. The erbe will be sent to OEM for further investigation. The complaint was confirmed based on the failure analysis. The probable root cause cannot be determined. Intuitive surgical, inc.(isi) followed up with the initial reporter and obtained the following additional information: the surgical procedure able to be completed with the same integrated electrical surgical unit. The patient information was not allowed to be provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted radical without lymphadenectomy prostatectomy surgical procedure, that an error occurred with the integrated electrical surgical unit (iesu), specifically errors m-11, c-06, and m-18. The customer initially reported the m-11 error, which was confirmed in the system logs along with related errors m-18 and c-06. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The quality engineering (qe) team of intuitive surgical inc., (isi) re-evaluated the integrated electrosurgical unit (iesu) erbe to determine root cause of reported problem. Following additional information was provided: the probable root cause of reported failure can be attributed to a cpu or a sensor module timeout in an integrated electrosurgical unit (erbe) generator throwing an error m-18.

Event description:
Refer to h11 for follow-up information.